Manufacturer narrative:
According to the customer phone call, her nebulizer stopped producing mist like it used to, less mist comes out and takes much longer to complete a cycle. Customer states she needs her nebulizer every day and does not have a backup medication or nebulizer to use. She has not had any injury related to this malfunction and did not seek medical attention as of now. No additional information at this time. The product has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer phone call, her nebulizer stopped producing mist like it used to, less mist comes out and takes much longer to complete a cycle.